Manufacturer narrative:
The service engineer (se) inspected the device and could not duplicate the reported condition. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated a back up ventilation alarm and the screen went blank. The ventilator was not in use on a patient at the time of the reported event.